Manufacturer narrative:
On (B)(4) 2011, it was discovered that the follow-up emdr did not contain a date. It was inadvertantly left blank. This follow-up emdr is being submitted to provide the date of (B)(4) 2011 which should have been entered.

Manufacturer narrative:
This report is being filed on an international product (axsym total bhcg, list 7k58) that has a similar product distributed in the us (axsym total bhcg, list 7a59). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient (B)(4) (no consequences or impact to patient) (B)(4), device (B)(4) (incorrect or inadequate test result) (B)(4).

Event description:
The customer stated that a (B)(6) axsym bhcg result of 26 miu/ml was generated for a patient on (B)(6) 2011. The same patient tested (B)(6) at 48 and 56 miu/ml on (B)(6) 2011. Testing using an alternate method (vidas bhcg) was negative. The same patient was tested again on (B)(6) 2011 using the axsym method ((B)(6) at 42 miu/ml) and vidas (negative). No impact to patient management was reported.

Manufacturer narrative:
No patient sample was returned for evaluation. Final product release testing data was reviewed for axsym total beta-hcg reagent lot 04190jn00. The review demonstrated that all calibrations met assay file specifications, and control and panel values were within specification. A review of the recent complaint history for the axsym total beta-hcg assay and in particular reagent lot 04190jn00 did not reveal any adverse trends for similar performance-related issues. A retained quality file sample of axsym total beta-hcg reagent list number (B)(4), lot 04190jn01 (a sublot of 04190jn00, containing the same material as 04190jn01) was tested. Results met all specifications. This testing did not identify the source or cause of the elevated patient results, however did indicate that the assay is performing acceptably and indicates that the issue is sample-specific. No product deficiency was identified. The investigation demonstrated that safety effectiveness and label claims were met and that the assay is currently performing acceptably.